Manufacturer narrative:
Investigation summary: introduction a complaint alleges the max instrument had a false negative result as reported by the customer. Material #: 441916 serial #: (B)(6). Returned material analysis no parts were replaced as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Investigational testing/ review remote assistance was provided to the customer via database review by the molecular applications specialist team. Following this review, a bd field service engineer (fse) was dispatched to the customer site where a full system health check was performed. This service included adjustment of tray alignment (side a), reader renormalization (reader a), and verification of magnet gap, pressure plate settings, and mechanical system performance. Pcr heater testing, z gantry stall test, and system checks were completed with passing results per the max instrument service manual. A full instrument qualification was executed successfully following adjustments, confirming system performance within specification. Service history review for this instrument was completed and revealed no previous complaints related to this issue. Conclusion / outcome complaint is unconfirmed. Investigation determined the reported false negative results were not attributable to instrument malfunction, as all system tests, calibration, and qualification results were within specification. Review of the customer defined assay protocol configuration identified that the cycle threshold cutoff was set to 28 within the customer¿s system, resulting in samples amplifying beyond cycle 28 being incorrectly reported as negative despite amplification occurring (e.g., CT 33). This setting deviates from the intended assay configuration and was not part of the validated biogx assay file. The root cause of the discrepant results is attributed to user defined assay parameter misconfiguration, not device performance. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 6 of 7: it was reported that during use of bd max¿ system, bd max¿ instrument, a false negative candida auris patient result with an unusual pcr curve was obtained. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn. . G.4. There were multiple PMA/510k numbers: k111860, k120138, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 6 of 7: it was reported that during use of bd max¿ system, bd max¿ instrument, a false negative candida auris patient result with an unusual pcr curve was obtained. There was no report of patient impact.